Event description:
It was reported by service report that the lock spindle on the foot end right was not latching; the weld on the mainframe was broken with sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.